Event description:
It was reported there was inconsistent coagulation. There were no pt consequences.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period (B)(6) 2012. The pulsar generator was received in fair condition with minor scuffs. The unit delivered rf energy correctly into fixed resistors. The complaint could not be reproduced; the generator performed as intended. The unit passed final testing and was recertified for use. End of report